Manufacturer narrative:
Per the information provided post implant the patient presented with chronic pelvic / vaginal pain and bowel dysfunction and underwent explant of the mesh. No additional information has been provided to date. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The cause of the patient postoperative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to the (B)(6): per the information provided post implant (bard flat mesh) the patient experienced, severe chronic pelvic and vaginal pain, bowel dysfunction. The information states that the patient underwent removal of the sacrocolpopexy mesh after the mdt.